Manufacturer narrative:
Determination of root cause: off site investigation, card tested upon receipt, revealed it could not be read, confirming technician's report of card error. There was no pt involved, and no surgeries were impacted. Based on the results of the investigation, the root cause was assessed to be product related, specifically the faulty wave card. (B)(4).

Event description:
Ophthalmic technician reports card error; card could not be recognized. Reported event occurred outside of surgery and there was no pt involvement.